Event description:
Healthcare professional reported a right side removal noted as ¿size exchange/rippling¿. Healthcare professional later also reported a right side rupture. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.